Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the mayfield base unit (a3101) was returned for evaluation: device history record - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the starbursts on the transitional and swivel adaptor are extremely worn. The locking knob for left hand bracket is not functioning to specifications, and the point work has extensive damage (shipping) due to use, although it is acceptable. However, care is required to prevent further damage. Root cause - complaint confirmed via inspection of the unit. The starbursts on the transitional and swivel adaptor were extremely worn, and the locking knob for the left bracket is not functioning. Probable root cause is routine use and wear and lack of proper maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility suspected that the starburst on the mayfield composite series base unit (a3101) that connects between the base unit and swivel adapter failed while the patient's head was secured causing a slip. The unit was used for cranial stabilization (cervical laminectomy + foraminotomy). Patient injury, surgical delay and patient outcome is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.